Manufacturer narrative:
This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21/-31, with 510k/PMA/bla number k170317. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that reagent lot 80536ud00 performs as expected for this product for the reported issue. A review of tracking and trending for the alinity I total b-hcg assay did not identify any related trends regarding commonalities for lot number and complaint issue. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 80536ud00 and the complaint issue. Customer field data was used to assess the performance of the alinity I total b-hcg assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency with the alinity I total b-hcg reagent, lot number 80536ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for a 43-year-old female patient. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 203.43 miu/ml, repeats were <1.2 miu/ml, <1.2 miu/ml, and <1.2 miu/ml, repeat on another alinity was <1.2 miu/ml the sample did not have any visual abnormalities before or after testing. The sample was not recentrifuged prior to repeat testing. The patient had in-vitro fertilization completed on (B)(6) 2026 and had a negative b-hcg result on (B)(6) 2026. The sample was repeated because the initial result didn¿t match clinical history. The discrepant result was not reported out of the laboratory. No impact to patient management was reported.